Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) at (B)(6) due to urinary frequency, urinary urgency and urinary obstruction.

Manufacturer narrative:
Date sent to FDA: 8/27/2019. Additional narrative: it was reported that she experienced pain.